Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a fusiform basilar artery aneurysm. It was reported during procedure, the pipeline was deployed but the proximal section did not open completely. The issue was resolved by manipulation of the catheter. No patient injury reported.